Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer experienced wound dehiscence. A revision surgery of the implant site was to be performed on (B)(6) 2017. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was just moved and is still in use.